Event description:
The customer contacted physio-control to report that they were using this device to perform a cardioversion on a patient and when they pressed the device's charge button the device did not charge. As a result, defibrillation therapy would not have been available, if it was needed. There were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer advised physio-control that no additional patient information is available.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was still unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and determined that the likely cause of the reported issue was use error due to the user pressing the energy select button instead of the charge button when attempting to charge the device to deliver energy.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device to perform a cardioversion on a patient and when they pressed the device's charge button the device did not charge. As a result, defibrillation therapy would not have been available, if it was needed. There were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer advised physio-control that no additional patient information is available.